Event description:
Left knee pain, unablt to walk, left knee effusion. Information was received in 2006 from a female patient, with a medical history of osteoarthritis and previous synvisc treatment in both knees (1996), who experienced left knee pain, unable to walk, and left knee effusion. She began a treatment with the synvisc in march 2006. The patient received two injections of synvisc into the left knee on 27 mar-2006 and apr 2006. After the first treatment the patient experienced left knee pain. After the patient received the second injection she was unable to walk and she experienced left knee swelling. She stated that the pain was so bad she could not walk and was wheel chair bound. She was hospitalized no an unk date after the second injection. On the second attempt four ounces of fluid was removed form her left knee. She was discharged in apr-2006, still unable to walk. The hospital physician recommended that she not receive the third injection. At the time of this report, the patient had not yet recovered.